Event description:
It was reported that the customer's sensor gave a reading of 42 mg/dl while his blood glucose was 103 mg/dl and his insulin pump threshold suspended based upon this sensor reading. Customer also received a reading of 69 mg/dl when his blood glucose was 113 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that the sensor failed per specifications due to high readings. Unable to confirm the insertion needle complaint due to the customer did not return the insertion needle.